Event description:
Customers reported via phone call indicating that their insulin pump went into a threshold suspend. The patient's blood glucose level was 168 mg/dl at the time of the call. It is unknown what may have caused the threshold suspend on the insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference svn (B)(4) for related documentation.